Event description:
Patient reported that ever since they had their implant replaced in december 2023, they have been feeling a burning sensation when they charge their implant and when not charging the implant. This started a couple weeks after implant. A rep instructed pt to call for a replacement recharger but pt stated the recharger paddle is not the thing that is getting hot. Even when they are not charging the implant, they can still feel the burning sensation on the internal part of it. They stopped using the therapy and they haven't used it for a while. Patient confirmed that they have not been feeling the burning since they stopped using the therapy. At the end of the call, pt mentioned since june, they have had 3 surgeries between the stimulator and pump devices. The patient was redirected to their healthcare provider to further address the burning. Rep called in without the patient present to state that they (patient) are having a burning sensation when charging, but when the patient called ps, they were told it was an internal issue and wouldn't replace the 97755. Ts reviewed call to ps and reviewed with rep that the nature of the patient's information provided suggested that the "burning sensation" was occurring due to the stimulation. Ts advised rep to meet with the patient to further assess where the sensation is and when it occurs. Rep states the patient also has a pump and fibromyalgia, so he would like to replace the 97755 to rule out that component. Ts reviewed that after assessing in person, if the 97755 was determined to be where the patient was getting the heating or burning, this could be replaced as necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had burning while recharging device. Patient noticed her stim burning while charging it. She contacted the rep who told her to get a new charger, but she also stated that it burns while not charging.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the burning is unknown. However on the patient was seen in the office. The patient was able to charge without incident. The connectivity between the battery and leads with all were within normal limits (wnl) and all impedances were wnl. The issue persists. Caller states the pt's common complaint is burning at the ins site/pocket even when ins is off though caller later noted that the pt can turn stim off, still feel the burning but when ins is off the burning eventually subsides. Burning does not appear related to charging. Caller states every time he has met with the pt the impedances have been in range, they have tried other programming. The caller noted that the burning does not always occur when ins is on but that is when it is mainly occurring. Caller notes it is not positionally related. Caller notes the ins is located in an existing pocket from a previous ins. Agent reviewed imaging, further evaluation of the pocket, and a report. Caller was provided with warranty hotline as the doc wants to potentially resolve this via warranty.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.